Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a total gastrectomy, in the esophagus, when mating the anvil to the trocar spike the anvil would not stay engaged and would disengage making it unable to fire. There was an unanticipated tissue loss and tissue damage as a result of this problem, the surgeon had to make an additional resection on the esophagus due to device issue. The case was extended 30 minutes to the product problem. Another stapler and anvil was used to complete the case.